Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity (rx) drug eluting stent to treat the lcx. The vessel was heavily calcified and tortuous. Resistance was felt advancing the stent. It was reported that the stent was damaged. It was removed from the body and a second stent was opened and crossed. No patient complications.